Event description:
A malfunction alarm was reported with a code displayed as "malf 12." There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue as the malfunction code did not reoccur. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer acknowledged.